Manufacturer narrative:
D15- an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) as the monitor was completely black. The system was tested and verified as ready for use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details was performed. Per review, the following was confirmed: a short procedure was performed on system sh2082 on 26-sep-2022. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer aborted after the start of the procedure due to ssc hrsv down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no picture in the left monitor of the surgeon side console (ssc). The site performed an emergency power off (epo), restart of the system, but the issue did not resolve. The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up on 4-oct-2022 and obtained the following additional information: the issue was identified post anesthesia and post port-placement. There were no issues during port placement. The procedure had been in progress for 15 minutes when the issue occurred. The left high resolution stereo viewer (hrsv) monitor in the ssc was broken. The surgeon had only vision on the right side so he could not see the 3d image in the monitor and he could not see the depth. The surgical staff docked the robot and put the trocar, and when the surgeon sat down on the console, they realized he could not see, so he undocked the robot. They operated for 15 minutes before they realized the issue, so the patient was anesthetized for around 45 minutes. The system was inspected prior to use and there were no issues noted during setup. However, they did not look into the surgeon side console (ssc). The procedure was aborted and rescheduled for nine days later. The surgeon used the same port holes for surgery once the system was repaired.

Manufacturer narrative:
Refer to the following sections for additional information: d9, g3, g6, h2, h3, h6, h10 intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The monitor was installed and tested in the system. The system started up and the monitor stayed black without video.

Event description:
Refer to h10/h11 for follow-up information.